Manufacturer narrative:
The customer returned the device and functional testing performed confirmed the customer reported failure. Results from functional testing revealed that the q1 chip was broken off the plunger printed circuit board (pcb). Additionally, the board was glued down but was knocked loose from the plunger case the root cause of the issue is known and is design related. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is not recognizing the syringe. No patent injury was reported.